Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient hears beeping coming from his implantable pulse generator (ipg) for the last two months, at the same time each day. The ipg remains in use. There were no patient complications reported as a result of this event.